Event description:
This info was reported to co's clinical education specialist as a customer complaint. This pt had an angiography procedure on 12/10/96 and a ptca procedure on 12/16/96. The right groin was used for both procedures. Although not documented, co assumes that product was used following the ptca. On 12/18/96, pt presented with right groin and lower back pain. On 12/21/96, pt seen in ER. Right groin had draining, bloody, purulent abscess which required an I&d and antibiotic treatment. No cultures were done.